Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens was discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to low vaulting and the development of a cataract. The cataract was removed and an iol was implanted. The only complication related to the event was blurry vision. The lens was discarded. The reporter stated this was the first icl the surgeon implanted while he was being proctored, and he felt the measurements were good.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/removed one year postoperatively to address "low vaulting" and cataract development (unknown type). The intervention was uneventful and iol was implanted. No reported postoperative sequelae. It should be noted that at the time of the icl implantation patient was (B)(6) and visian icl is indicated for adults 21-45 years of age. The literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).